Manufacturer narrative:
The lot number for both malfunctions was provided and a lot history review was performed. The device has not been returned for evaluation, however, medical records were provided for malfunctions. Per review of the medical records, the investigation has one malfunction confirmed for patient device interaction problem and migration, however, the investigation of another malfunction confirmed for patient device interaction problem and inconclusive for migration. Based upon the available information, the definitive root cause is unknown. The devices was labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model dl900j vena cava filter allegedly experienced patient device interaction and migration of device or device component. This information was received from various sources. This malfunction involved both patients with no consequences. The weight of both male patients was not provided and both patients age range from 46-55 years of age.